Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement (pump error 38). Troubleshooting was performed and the alarm was cleared successfully. The pump was able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring=black. Case type = ngp. The device was returned for device error 38 alarms found on (B)(6) 2022. Device ¿s history and trace files downloaded successfully using thus software. Constant no motor movement or negligible movement. Retries to free a stuck motor failed. Noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed no motor movement or negligible movement. Retries to free a stuck motor failed. Confirmed in the device history/trace files on (B)(6) 2022 at 08:53:00.000. Device was cut open to perform visual inspection and found dried insulin found on the motor slide. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay. Constant no motor movement or negligible movement. Retries to free a stuck motor failed. Confirmed during rewind and in the device history/trace files due to dried insulin found on the motor slide. Note: fail rewind due to no motor movement or negligible movement. Retries to free a stuck motor failed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.